Event description:
Hill-rom received a report from the account stating the pt left foot side rail would not stay up. The bed was located at the account on the 8th floor north tower. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found a bent siderail release arm assembly that was stuck in between the rail frame and the bed upper frame. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the release arm to resolve the issue. Based on this info, no further action is required.